Manufacturer narrative:
The biomed found the foot hi/low valve was sticking open. He replaced the valve to repair the bed.

Event description:
The account alleged when engaging the CPR while the bed is in the chair position, the bed will go into trendelenburg.